Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's thoracic paddle lead was cut during an elective ipg replacement (reference report: (B)(4)) on (B)(6) 2020. The lead remained implanted and surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted to address the issue.